Event description:
Police responded to a person described as in cardiac arrest. After a shock wad advised the defibrillator began charging then allegedly stopped for no apparent reason. During three subsequent automated ECG analyses the device performed in the same manner. A backup lifepak 500 was made available and connected to the pt using a new set of electrodes. One shock was delivered to the pt. The pt was converted to a non shockable rhythm. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.